Event description:
The complaint describes a cannula in which the distal portion intended to enter the eye was reported to be grooved and unpolished. The defect appears to involve irregular deformation at the cannula tip. The customer reported that there was no patient injury, no intraoperative or postoperative complications, and no requirement for additional medical or surgical intervention. After evaluation, this event has been classified as a reportable malfunction because the identified device defect has the potential to cause or contribute to a serious injury if it were to recur.

Manufacturer narrative:
The complaint involves a reported defect in which the portion of the cannula intended to enter the eye was described as grooved and unpolished, with photographic evidence suggesting possible irregular deformation at the cannula tip. Multiple attempts were made to obtain affected samples for evaluation; however, no physical samples have been received to date, and the provided photograph does not allow for clear or conclusive identification of the reported defect. As a result, the condition could not be confirmed through product examination. A comprehensive review of the device history records (DHR) for the associated lots confirmed that the product was manufactured, inspected, and released in accordance with approved specifications and established procedures. All required documentation, including manufacturing records, inspection activities, signatures, and dates, was complete. No deviations, discrepancies, or anomalies were identified during the review. In addition, the applicable manufacturing processes, including manual grinding and polishing (B)(4) and automated deburring and polishing using rosler equipment, were verified and confirmed to be designed and controlled to ensure the required surface finish of the cannula. Based on the available information, no evidence was identified to indicate a manufacturing defect, process deviation, or quality system failure associated with the reported lots. The reported issue could not be substantiated due to the absence of returned product and inconclusive photographic evidence. Therefore, no corrective or preventive actions specific to this complaint are warranted at this time. The complaint will continue to be monitored through routine complaint trending.